Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor's cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found sensor cannula broken, broken part found in tubing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had a sensor error alert with the sensor. The customer's blood glucose was 144 mg/dl. The customer stated the alert occurred multiple times during the night. Troubleshooting found the sensor was bent upon removal from the customer's body. Customer agreed to return the sensor for analysis.